Event description:
The customer contacted stryker to report that their device would not stay powered up. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's system pcb was replaced the resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.